Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the following: basal rates had been changed on friday, (B)(6) 2015 per hcp instructions in response to the patient's low blood glucose (bg) values. On (B)(6) 2015, patient's bg was low again. (32 mg/dl with cognitive impairment and confusion). Reporter then checked the basal menu and found the rates were incorrect. Reporter confirmed that no one changed the rates. Customer support found no explanation of the changed basal menu. This complaint is being reported because the patient experienced hypoglycemia and the issue of the changed basal rates was not resolved.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: no defect was found. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate the complaint. Returned battery cap/returned cartridge cap used to complete testing. Pump history shows pump was manually suspend on (B)(6) at 01:31 and manually resumed at 03:34. And manually suspend at 03:38 and manually resumed at 06:43. The tdd¿s add up correctly and reflect the users programmed basal rates..#2. Pump was exercised for 24 hrs on a 2.0u/hr basal rate; at conclusion of testing the 2.0u basal rate remained programmed in the pump with no changes. No hypersensitive keys were observed on the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.